Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 95% stenosed, 30mm in length, 2.75mm in diameter, concentric and de novo target lesion was located in the mildly calcified and non tortuous ostial right coronary artery (rca). The lesion contained lesser than 45 degree bend. A non-bsc guidewire was advanced to the lesion. Predilation was performed with a 2.0x10mm non-bsc balloon catheter, leaving 70% residual stenosis in the lesion. A 32 x 2.75mm taxus liberté stent was selected to treat the lesion; however, the device was unable to cross the target lesion. When the device was removed, it was noted that the proximal end of the shaft was broken. The procedure was completed with a 2.75x32mm unspecified stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the midshaft section found no issues with its profile. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at 2 locations in the region of the severe kinking. The hypotube broke 209mm distal from the strain relief and 226mm distal from the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 95% stenosed, 30mm in length, 2.75mm in diameter, concentric and de novo target lesion was located in the mildly calcified and non tortuous ostial right coronary artery (rca). The lesion contained lesser than 45 degree bend. A non-bsc guidewire was advanced to the lesion. Predilation was performed with a 2.0x10mm non-bsc balloon catheter, leaving 70% residual stenosis in the lesion. A 32 x 2.75mm taxus liberte stent was selected to treat the lesion; however, the device was unable to cross the target lesion. When the device was removed, it was noted that the proximal end of the shaft was broken. The procedure was completed with a 2.75x32mm unspecified stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is combination product. (B)(4).